Event description:
It was reported that increased capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. During attempted revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that increased capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. Dislodgement was suspected. During attempted revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating that lead dislodgment was visually confirmed during the procedure.